Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing for failing the ground bond test. This indicates a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the returned instrument test evaluation (rite) electrical test failure of ground bond failing performance specification. (Rite) functional test passed specifications. The (rite) electrical test failure ground bond failed performance spec was not confirmed by review of the logs but is automatically confirmed. The device was determined to not be functioning in specification. An internal/external inspection found no issues. Pal found no issues with ground bond in the device. Continuity was measured between power entry module and doorpost, and no issue was found with the ground bus. The cause of the ground bond failed performance specification was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.